Event description:
It was reported that: "incident happened on the 10 october 2021. The catheter mount leaked. It was observed in use at the time of connecting the patient to the respiratory circuit". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a tear in the tubing at the connector area. A 100% visual inspection and leak testing is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. The instructions for use (IFU) mentions that this product must be stored in a cool and dry place protected from light and ozone. The IFU also mentions the product must not be used with flammable anesthetics and to check the system for leakages. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. It is most likely that the tear was caused from mishandling by the user.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: "incident happened on the (B)(6) 2021. The catheter mount leaked. It was observed in use at the time of connecting the patient to the respiratory circuit". No patient harm or injury reported. Patient condition reported as "fine".